Event description:
It was reported that, wife of patient said, patient is experiencing pain and can't lift leg. Patient has metal in blood. Patient has revision surgery set for (B)(6). Additional information reported via sales rep (B)(6) 2012: it was reported that, revision due to unexplained pain.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.